Event description:
Revision surgery performed 2 days after the primary surgery due to joint luxation (dislocation glenosphere from liner). Metaphysis and liner revised. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 march 2025: lot 2338157: (B)(4) items manufactured and released on 21-dec-2023. Expiration date: 2028-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot 2417911: (B)(4) items manufactured and released on 30-oct-2024. Expiration date: 2029-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.